Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, bleeding, vascular injury, and death are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 76-year-old male patient presenting for impella support. Following impella placement, bleeding at the access site was noted. Vascular intervention was required but resulted in an additional tear. Surgical repairs were then performed on the site, however, the patient became hypovolemic. Blood and fluids were administered, but hemostasis could not be maintained. The patient passed away after sixty minutes of CPR.